Manufacturer narrative:
Product analysis the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event of infection was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.